Event description:
The user facility reported that during a procedure, the jaw at the tip of the forcep broke off and fell into the pt. The jaw was retrieved from the pt. No pt injury was reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. If add'l info or if the device is received at a later time this report will be supplemented.